Manufacturer narrative:
H10: for the reported event, the devices was returned to bd. The sample was returned for evaluation. Fracture was confirmed for the device. A photo was provided and is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7711700. Chronic catheter allegedly experience fracture. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
For the reported event, the devices was returned to bd. The sample was returned for evaluation. Fracture was confirmed for the device. A photo was provided and is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7711700. Chronic catheter allegedly experience fracture. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.